Manufacturer narrative:
The initial medical device report (MDR) with manufacturing report number (8021545-2026-00328), was submitted on 17-feb-2026. Upon receiving additional information, it was discovered that the event date has been changed. Additional information - this MDR is being submitted to include the below: b3: date of event. H6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion site issues including moisture, crusting, burning during bolus delivery, and suspected cannula misplacement or leakage, with concerns about reduced adhesion. The patient also experienced hypomobility with overall deterioration of mobility, calf cramps, heaviness in the legs, and tingling sensations. No further information available.